Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2243920. Medical device expiration date: 31-aug-2025. Device manufacture date: 31-aug-2022. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for investigation. Therefore, 15 retention samples of lot 2243920 from bd inventory were evaluated by functional testing and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during collection with a known and unknown lot of bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder leakage occurs. There was no report of patient or user impact. The following information was provided by the initial reporter: leakage of blood in the holder due the blood collection. Due the blood collection leakage of blood starts and shows in the holder of the needle. This has happen several times and with different lot numbers according to the user. Customer informed me the issue appeared 10-20 times last 2 months.